Event description:
We have seen an uptick in the number of reports of vial coring after use with bd blunt tip needles. Proper technique has been confirmed. The medications that have been associated with the coring have been inconsistent and from different mfrs, with the needles as the only common factor. (B)(4).